Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure of the implantable cardioverter defibrillator (ICD), the lead could not be screwed properly into the device the ICD was removed and replaced with another device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. The returned device indicated a missing set screw, and damaged set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.